Event description:
The customer reported that the avea ventilator gives high fio2 (fraction of inspired oxygen) alarm. There is no information on patient involvement associated with the reported event at this time.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.